Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded - battery voltage - no anomalies found. The difference between the telemetered battery voltage and the daily battery voltage trend measurement within the analysis file was within expected limits. The device is part of the advisory for this model.

Event description:
It was reported that the nurse wanted to know when to start seeing the patient more frequently since the voltage displayed was different from the voltage measured. It was later reported that the device was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis concluded - battery voltage - no anomalies found. The difference between the telemetered battery voltage and the daily battery voltage trend measurement within the analysis file was within expected limits.

Event description:
It was reported that the nurse wanted to know when to start seeing the patient more frequently since the voltage displayed was different from the voltage measured. The device remains in use. No patient complications have been reported as a result of this event.